Event description:
It was reported that a crew member was removing the cot and did not compensate for the extra height of the load deck. The cot slid right and missed the safety hook and the cot tipped to the patients right. The crew tried to keep the cot up and couldn't, but did slow the fall. The patient was complaining of right shoulder pain after the event.

Manufacturer narrative:
It was reported that the patient complained of shoulder pain and received a minor bruise from the cot tip. As a result of this event, a visual and functional inspection was performed by a field service technician who identified that the tip was not due to a component level defect.

Event description:
It was reported that a crew member was removing the cot and did not compensate for the extra height of the load deck. The cot slid right and missed the safety hook and the cot tipped to the patients right. The crew tried to keep the cot up and couldn't, but did slow the fall. The patient was complaining of right shoulder pain after the event.